Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the pacemaker went into back up vvi mode. No intervention was reported. The patient was in stable condition.

Event description:
New information notes that the issue of the device going into back-up mode had reoccurred. The device was explanted and was not replaced.

Manufacturer narrative:
The reported event of device in backup-mode was confirmed. The device was returned for analysis. Upon analysis of the device image, the device went into back-up mode due to reset error and consistent with an integrated circuit anomaly. Reloading the product code restored the device. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.